Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. It is unknown whether the patient was re-implanted with another device, as of the date of this report. This report is submitted january 10, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 14, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on july 8, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.